Manufacturer narrative:
A specific root cause was not identified for this event. Additional information was requested for investigation but was not provided. The customer has not returned any product. None of the customer's medications are currently known to interfere with the accuracy of test results. Since no product was returned, the investigation could not be completed.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous inr results when testing on coaguchek xs meter with serial number (B)(4). The customer received a high result of 4.4 inr at 3:41 p.m. The customer retested 3 more times using the same blood sample and received a result of 3.6 inr at 3:43 p.m., a result of 2.7 inr at 3:44 p.m. And a result of 4.4 inr at 3:47 p.m. The customer then tested with a different finger and obtained a result of 3.9 inr at 3:49 p.m. The customer treated herself with 300 micrograms of vitamin k based on the result of 4.4 inr. The customer¿s therapeutic range is 2.0 ¿ 3.0 inr. There was no allegation that an adverse event occurred. The customer is in "mediocre" condition. The customer has no antiphospholipid antibodies or anemia. The customer has not been eating as many green leafy vegetables. The meter and test strips were requested for investigation. Relevant retention test strips (lot 176189-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.